Event description:
Note: no pt involvement. It was initially reported to boston scientific corp in 2009, that a trapezoid rx lithotripter compatible basket was going to be used to remove gallstones from the bileduct one day prior. According to the complainant, the basket of the device would not deploy. The procedure was completed with another trapezoid rx lithotripter compatible basket. This event has been assigned a reportable status based on preliminary results of the device investigation. It was noted the tip of the basket had detached.

Manufacturer narrative:
Extend, failure to. A visual examination of the returned device found the basket tip has detached from the basket wires. The basket tip was not returned. A functional check found the basket of the device easily opens and closes when the handle is functioned. The most probable root cause is the design issue. A review of the device history record (DHR) was performed; no anomalies were noted. A lot history search was performed and found no other complaints have been reported from the reported lot.